Event description:
Approximately 5 months post-op ((B)(6) 2013), it was reported that the zero p implant and two screws subsided and a non-union was noted. The zero p was adjacent to a corpectomy. Patient underwent revision surgery on (B)(6) 2013 and was revised to a bengal cage. Reportedly, patient is doing well. This is 1 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Approximate implant date - (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.